Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that particulate matter was found in a small volume folfusor in an unspecified location. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot number ¿ the device was reported to potentially be either lot 18d013 or 17k016. The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted for potentially associated lot numbers 18d013 or 17k016 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.